Event description:
A pt called in 2002 alleging that the one touch profile meter was giving inaccurate erratic readings. Pt was unconscious at 12:ooam. Pt's friend tested the pt on the one touch profile meter with a result of 294 mg/dl. Pt's friend called the paramedics at 12:20am and they tested the pt's blood glucose at 44 mg/dl on their meter. Paramedics treated the pt with an IV of glucose. Pt then tested the pt's blood glucose at 1:30am and it was 253 mg/dl, so pt gave self 8 units of insulin, regular dose. Pt was storing test strips in insulin case in refrigertor. No further information has been reported.